Event description:
Customer reported that the suture broke following a carotid artery repair. The pt was returned to surgery. The surgeon reports that the suture failed along the continuous run of the strand. Additional info requested but not provided.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria.